Manufacturer narrative:
A visual inspection was performed on the returned balloon catheter and the reported difficulty to remove was confirmed. Additionally, it was noted that there were inner and outer member separations. The material at the noted inner and outer member separation was stretched and jagged. The distal separated portion of the noted inner and outer member was not returned. There was no other damage noted to the bdc. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the bdc during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove and noted damages appear to be related to operational circumstances of the procedure. Based on the reported information, and returned analysis, it is likely that during the procedure manipulation and/or inadvertent mishandling of the devices likely caused damage to inner member or guide wire lumen causing the guide wire to freeze or lock in place resulting in the difficulty to remove. Further manipulation during retraction and during inspection outside of the patient anatomy resulted in the subsequent notes damages to the balloon catheter. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right superficial femoral artery that was non-calcified and non-tortuous. The armada 35 ll was prepped per the instructions for use. The balloon was inflated once to nominal pressure and deflated without issue, however the balloon fused to the .035 non-abbott guide wire and the guide wire and delivery system had to be removed as removed as a unit. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.